Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced but confirmed through review of the event history log. Evaluation confirmed the reported symptom through causality of the ultrasonic flex. The ultrasonic flex was not secured to a connector on the processor printed circuit board. The flex was secured into the connector to correct the condition. (B)(4).